Event description:
Healthcare professional reported "exchange from textured to smooth due to the patients concerns with the product". Later healthcare professional reported "rippling". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability

Manufacturer narrative:
Clarification d6(a): "patient does not know exact date" and there was noted a discrepancy between device manufacturing date and implant date. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required

Event description:
Healthcare professional reported right side rippling. The device has been explanted and replaced.